Event description:
It was reported that on approx (B)(6) 2013 the patient saw the battery icon for the ins (top middle icon) appear, showing a low battery. The patient advised their healthcare provider and was to get the ins replaced on (B)(6) 2013, but the surgery was moved to (B)(6) 2013. It was later reported that the patient developed pain a couple of weeks before the battery change. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient: product ID 3889-28, lot# j0545165v, implanted: (B)(6) 2005. Product type: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013. Product type: extension. (B)(4).

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. (B)(4).